Event description:
It was reported by an allergist that post a coronary drug eluting stenting treatment procedure, a rash and possible hypersensitivity occurred. The taxus express2 stent, unknown size, was implanted in 2006. The allergist reported that the pt was referred to him due to a rash after stent implantation. No add'l info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.